Event description:
Event description guidant received information that during a follow-up visit, this implantable cardioverter defibrillator (ICD) could not be interrogated. Additionally, tones were unable to be elicited with the application of a magnet.